Event description:
Report rec'd from physician's nurse stating that another physician had turned the pt's pump on and programmed it to deliver 3 mg/kg/day of morphine instead of 3 mg/day. Pt rec'd approximately 210 mg of morphine. Pt was in intensive care unit, pump had been turned off, and narcan had been administered. Attempts to follow-up with this second physician for further details on the reported event were unsuccessful. Follow-up with co representative indicated that the pt's pump had been turned off for some time prior to restarting and refilling. The pt called in to report signs of morphine overdose the day following the pump fill. The rep also stated that by 2 weeks following the incident, the pt had recovered from the episode, is doing well, and is proceeding with therapy.